Event description:
Customer reported a current low blood glucose level, with the lowest measurement being 70 mg/dl. Reading was obtained via cgm, and there was no confirmation from a bg meter as the customer was not able to use it at the time. Customer consumed glucose tablets to address low blood glucose. The low level was attributed to an incorrect time setting on the insulin pump, which affected insulin delivery. Technical support assisted the customer in updating the pump's date and time and advised monitoring for any future discrepancies. Customer declined a supplies or system check and understood the advice provided, agreeing to replace supplies as necessary and resume insulin delivery.